Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No unexpected no delivery alarm noted. The drive support was inspected and no anomaly was noted.

Event description:
The customer reported via phone call of high blood glucose readings and loose drive support cap from the insulin pump. The customer's blood glucose reading was 555 mg/dl. The customer treated with the pump. The customer stated that she is on medication and the pump did not deliver any insulin. The customer mentioned that she is a caregiver and is constantly on the move. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear flushed. The customer declined to troubleshoot for high readings. The customer will be sent a replacement pump.